Event description:
Caller states that the inform meter had melted plastic around the pins and and the pins are black. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.